Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 60mm, 135cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. However, upon first inflation at 6 atmospheres for several seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.